Event description:
It was reported that the pt had an infection. Perioperative antibiotics were administered. The pt did not have meningitis. The symptoms of infection were redness, swelling, drainage, incisional wound opening, and pocket erosion. The primary locations of infection were device pocket and lead track. The pt was treated with total system explant and both oral and IV antibiotics. The infection resolved.